Event description:
The patient was revised due to the tibial tray was loose. The tray was supposed to be cemented but was not originally.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported loosening; however, the initial reporting indicates lack of cement was a contributing factor. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.